Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/10/2014 with the following findings: visual inspection revealed that the keypad cover was cut and torn between the up and down buttons. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were unresponsive; the reported event was duplicated. The keypad cover was removed, and it was observed that the keypad traces had deteriorated due to corrosion. The battery compartment was observed to be cracked, and corrosion was observed within. Corrosion was also noted on the battery cap. The pump failed a leak test due to the battery compartment damage. The pump case was removed, and corrosion was observed on the keypad board. Unrelated to the reported event, the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. Reportedly, the keypad cover was torn/punctured. Also, moisture was evident in the keypad area. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.